Manufacturer narrative:
Additional narrative: product investigation evaluation: the complaint condition for part 222.658, lot number 5832290 (4.5mm lcp condylar plate), part 02.205.055 (5.0mm cannulated locking screw) with unknown lot number, and part 02.205.065 (5.0mm cannulated locking screw) also with unknown lot number was likely caused by a nonunion. The nonunion may have been caused by the patient¿s smoking; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned screws. Part 222.658 (4.5mm lcp condylar plate), part 02.205.055 (5.0mm cannulated locking screw), and part 02.205.065 (5.0mm cannulated locking screw) are implants routinely used in the 4.5mm lcp condylar plates system. The returned lcp condylar plate was reported to have broken postoperatively due to a nonunion. This condition is confirmed; the plate fractured along the distal portion of the device at the two (2) most proximal holes. It is likely that the fatigue caused by the nonunion has led to this complaint condition. The patient was reported to be a smoker, which may have contributed to the nonunion. The device was manufactured in july 2008 and is over six years old. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient felt a pop in her knee on (B)(6) 2015 with no particular trauma. X-rays showed a non-union with hardware failure. Originally, the distal femur fracture was repaired on (B)(6) 2014. A hardware removal with revision was done on (B)(6) 2015. It was noted that the plate broke through the two most proximal locking holes in the distal portion (head). Two 5.0 cannulated locking screws located in those holes, one 55 millimeter (mm) and one 65 mm, broke at the screw head-shaft junction. In addition, one cable, one threaded pin, four 5.0 locking self-tapping screws (30 mm), one 4.5 cortex screw, one 5.0 cannulated locking screw (35 mm), one 5.0 locking self-tapping screw (32 mm) and one 7.3 cannulated conical screw were removed. It was reported that all of the broken devices were removed easily without additional intervention. A retrograde nail was implanted and surgery was successfully completed. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Unknown ¿ patient felt a ¿pop¿ on (B)(6) 2015, but the date(s) of non-union are unknown. Additional product codes for this report include: hty, jdw, and hwc. Complainant part received for manufacturer review/investigation on (B)(4) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacture date: july 30, 2008. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two material review records (mrr) noted. Mrr #(B)(4) was written due to the raw material not having 15mm raw material samples cut. The raw material was reworked to provide the 15mm raw material samples. Mrr #(B)(4) was written due to the raw material not meeting the thickness requirement as the raw material thickness was undersized. The raw material was dispositioned as ¿use as is¿ as the raw material is double disk ground to achieve the final product thickness and surface finish requirements. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.